Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up determined that the instrument was not bent and the site was using 3rd party spheres. The representative stated that, it is possible that the 3rd party spheres were not seated all the way down. Once the site changed the spheres with medtronic spheres, the site did not have any issues since.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported during servicing that, the instrument may be slightly bent. The representative stated that "depending on the plane held, the geometry error can get above 0.5". There was no patient present when this issue was identified.